Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision of the right hip was performed due to allegations of pain and loosening. Patient's legal counsel alleges revision of the left hip is recommended. Review of invoice history confirms the right revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular cup, modular head and taper insert. Additional information received in patient medical records indicate that the patient¿s right revision procedure on (B)(6) 2012 was due to metallosis, abnormal staining on pericapsular tissues, and a vertical acetabular component. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This event is being reported on one medwatch as the allegations of loosening would be attributed to the acetabular cup. At this time, it is not known which of the primary surgeries occurred on the right side. Therefore, information for both cups implanted in 2009 is being provided below: lot number - 740200 or 533080. Expiry date - march 31, 2019 or july 31, 2018. Date implanted - (B)(6) 2009. Manufacture date - march 27, 2009 or july 17, 2008. Review of device history records for both lots show that lots released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity." And "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left and right total hip arthroplasty procedures and that a revision of the right hip was performed due to allegations of pain and loosening. Patient's legal counsel alleges revision of the left hip is recommended. A review of invoice history confirmed that the primary surgeries for the right and left hip took place on (B)(6) 2009. Invoice history also confirmed the revision procedure was performed on (B)(6) 2012, to remove and replace the acetabular cup, modular head and taper insert. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 7 mdrs filed for the same event (reference 1825034-2013-01194-1 and 04353/04358).

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 4 mdrs filed for the same event (reference 1825034-2013-01194 & 04354 / 04355 & 04357).

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision of the right hip was performed due to allegations of pain and loosening. Patient's legal counsel alleges revision of the left hip is recommended. Review of invoice history confirms the revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular cup, modular head and taper insert. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that during the patient's right revision procedure on (B)(6) 2012, evidence of metallosis, abnormal staining on pericapsular tissues, and a vertical acetabular component were noted. Additional information received in patient's medical records indicate that during the patient's left revision procedure on (B)(6) 2014, metal staining in the pericapsular region was noted.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2009 and left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision of the right hip was performed due to allegations of pain and loosening. Patient's legal counsel alleges revision of the left hip is recommended. Review of invoice history confirms the revision procedure was performed on (B)(6) 2012 to remove and replace the acetabular cup, modular head and taper insert. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received in patient's medical records indicate that during the patient's right revision procedure on (B)(6) 2012, evidence of metallosis, abnormal staining on pericapsular tissues, lack of bony ingrowth at the acetabulum, and a vertical acetabular component were noted. Additional information received in patient's medical records indicate that during the patient's left revision procedure on (B)(6) 2014, metal staining in the pericapular region and lack of bony ingrowth at the acetabulum were noted.